Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. Patient's father reported that the patient's diabetic dog making noise at 1:00 am and he went into the patient's room to investigate. Patient's father found that patient was having a hypoglycemic event, was unresponsive and foaming at the mouth. Patient's father picked her up and carried her to his car and took her to the hospital. It is unknown if any technical issue happened with the continuous glucose monitor cgm. Additional event or patient information is not available.